Manufacturer narrative:
Additional narrative: patient information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: part 314.020, lot 2022807: manufacturing location: (B)(4). Release to warehouse date: january 31, 2002. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the screwdriver was broken in half. The repair technician reported the handle was cracked in two pieces at the pin, and there was a chip in the bottom of the handle. Handle cracked/ broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. A product investigation was completed: the small hexagonal screwdriver with holding sleeve (314.02) is a common trauma instrument, noted in 34 system technique guides including: small fragment, 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. The device was returned to service and repair where the complaint condition was able to be confirmed as the device handle was found to be broken. The device was unable to be repaired. The screwdriver was examined and the complaint condition was able to be confirmed as the phenolic handle was found to be broken. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 15+ years old, as such instrument age likely contributed to the complaint condition. The complaint condition cannot be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and current revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis can be completed due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No service history was able to be completed as the device is lot/batch controlled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small hexagonal screwdriver with holding sleeve was found in sterile processing broken in half. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).